Manufacturer narrative:
The actual device was not returned to the manufacturing facility for evaluation. Therefore, the investigation is based upon the user facility information and the evaluation of the retention sample of the involved product code/lot number. Visual inspection did not find any anomaly, such as a break or kink, in the appearance. Magnifying inspection did not reveal any anomaly, such as a scratch, which would relate to urethane shearing. The outside diameter was measured on the segment covered with the urethane layer and confirmed to meet manufacturer specifications. A review of the device history record and the product release decision control sheet of the involved product/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. The investigation results verified that the retention sample was the normal product. There is no evidence that this event was related to a device defect or malfunction and the exact cause for the reported event cannot be definitively determined. Terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022. All available information has been placed on file in quality assurance for appropriate tracking, trending and follow-up. H3 other text : device not returned to manufacturer

Event description:
The user facility reported coating on the wire sheared off during a procedure. The following information was reported by the medical facility: an 035 260cm gwa was inserted into a .035 135cm navicross; the wire became difficult to advance towards the tip of the navicross and became stuck; upon retracting the gwa, it broke free and was able to be removed from the catheter; after inspecting the wire, it was noticed that the hydrophilic end of the wire had separated and had slid down the core wire maybe 25mm, but remained on the core wire; a new gwa was then opened and used without fail; treated pvd; and the patient is stable.